Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2013. The cause of death was cardiac complications. The caller stated that the customer had a toe amputation and a stint in the leg that may have led to the customer's passing. The customer¿s blood glucose was high at the time the paramedics arrived. The caller stated that an hour before the paramedics arrived, they checked the customer's blood glucose levels and they were in the 30 mg/dl range. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis as it was donated.